Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation. A follow-up MDR will be submitted if additional information is obtained. The reported issue was resolved following troubleshooting with technical support. An isi technical support engineer (tse) was contacted, and the site confirmed that the reported problem was resolved after using a spare endoscope of the same kind as a replacement. No site visit was conducted. The system was working properly, and no additional action was required.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called into technical support engineer (tse) and reported that mid procedure that the endoscope horizon orientation with the instruments is off. The customer also stated that they have a limited range of motion with the endoscope roll. The tse recommended reseating the scope and sterile adapter, but there was no change. The tse recommended changing the scope, and that resolved the issue. The customer reported that they are continuing with case. The tse recommended for the or staff to have the suspect endoscope removed from circulation and reprocessed. After reprocessing, or staff is to reinstall the endoscope onto the system for testing (not during a procedure). If the issue persists post reprocessing, the or staff is to return the scope. A spare endoscope of the same kind was used, and the procedure was completing as planned with no reported injury.